Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07629. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink plus and a rotawire were selected for use. A stent had been previously implanted at the left main trunk (lmt). A non bsc guiding catheter was used as a platform and the burr was delivered and ablation was started. During procedure, it was noted that the burr had difficulty in crossing the lesion. The physician attempted to remove the burr; however, the burr came in contact with the proximal side of a previously implanted stent. No issues were noted with the stent. Several attempts were made to remove the burr from the rotawire; however, the burr was stuck on the rotawire and could not be removed from the advancer. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was loaded in the rotablator burr . The device could be removed from the rotablator with difficulty and it was found with the wire kinked in the middle if the device also it has the distal tip kinked and stretched. Dimensional inspection was performed and no issue was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07629. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 1.25mm rotalink plus and a rotawire were selected for use. A stent had been previously implanted at the left main trunk (lmt). A non bsc guiding catheter was used as a platform and the burr was delivered and ablation was started. During procedure, it was noted that the burr had difficulty in crossing the lesion. The physician attempted to remove the burr; however, the burr came in contact with the proximal side of a previously implanted stent. No issues were noted with the stent. Several attempts were made to remove the burr from the rotawire; however, the burr was stuck on the rotawire and could not be removed from the advancer. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.